Event description:
Procedure: unk. According to the reporter: after firing twice the doctor was unable to close the jaws to fire. The device was removed from field replaced with a new 173016. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. No device fragment or component fell into the pt's cavity. No device fragment or component was left in the pt. No reinforcement material was used during the case.

Manufacturer narrative:
(B)(4).